Manufacturer narrative:
Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported that during use of the pen ii organon puregon® pen second gen there was left over medication in each cartridge. Over a 5 day period the volume was different in each cartridge.

Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the pen ii organon puregon® pen second gen there was left over medication in each cartridge. Over a 5 day period, the volume was different in each cartridge.